Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Manufacture's investigation unite found that the up button defective on the pump. No adverse event reported. Product has been received.